Event description:
It was reported that during a da vinci-assisted procedure, the tip and shaft of the prograsp forceps instrument broke at approximately a 45-degree angle; however, the tip did not fully detach. The jaws were compromised, and the instrument could only be removed following cannula removal. A fragment fell inside the patient and was retrieved during the same procedure. Upon follow-up, the customer reported that several very small fragments, believed to be from the instrument shaft, fell inside the patient during the procedure. These fragments were retrieved using a bowel grasper. While all visible fragments were removed, it cannot be definitively confirmed that all fragments were retrieved. A postoperative x-ray confirmed that there were no retained fragments. The patient was discharged the same day without any reported intraoperative complications.

Manufacturer narrative:
The prograsp forceps instrument has not been received for failure analysis evaluation. A review of an image provided by the customer was conducted. Based on the image, the instrument appears to be damaged in at the wrist, at the main tube interface. It also appears that the wrist is displaced from its intended position, but is still attached to the main tube.